Event description:
A report was received via social media that patient had to have another surgery as physician nicked the dura and developed a large bubble which was filled with spinal fluid. It was reported that the area was unstable so they took bones from the patients hips to graft. No further information could be obtained.